Manufacturer narrative:
Investigation results: visual investigation: vigilance investigator carried out the pictorial documentation visually. Device has been forwarded to supplier wom for investigation. The reported error is caused by damage to the connections of the pressure sensor. These are bent and one cable is probably broken as a result. The quality seal of the unit is damaged, so it is assumed that the unit has already been opened. However it has not been returned to wom since the production date. It is therefore assumed that the reported event was caused by an external intervention in the unit. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Conclusion and measures / preventive measures: the most probably root cause for the deviation as described in the investigation results is maintenance related. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation on-going. Investigation results will be provided in a supplemental report. No product code available. Het was selected.

Event description:
It was reported that there was an issue with pg080 - flow40 insufflator. According to the complaint description, the nurse accidentally plugged the co2 angle plug into the o2 gas sampling point. According to the nurse, the patient's abdomen could be inflated with the device. After about 1h of surgery time, the device went into alarm. Now the error was detected and corrected. According to the nurse, about 100 liters of gas had been insufflated. The abdominal cavity was mainly operated with an ultrasound surgical device. There is no known patient harm. On inspection, it was found that the angled connector for co2 as well as the one for o2 is hexagonal, which allows it to be plugged in. However, the mandrel for opening the gas supply is designed differently. There is no locking of the plug in the tapping point. When the co2 plug is pressed firmly into the o2 tapping point, the valve can be opened briefly. When the angled plug is released, the tapping point closes again immediately. The co2 insufflator was repaired and tested by the manufacturer in april 2020 due to contamination. A functional check by med. Technik revealed no indication of a malfunction. The device immediately went into alarm when trying to operate with o2, insufflation with o2 was not possible. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).